Manufacturer narrative:
Device eval: the eval is not complete. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found two similar complaints for this lot number. Device history record was reviewed, complaint data base was reviewed. Conclusions: other, the investigation is not complete. A follow-up report will be submitted when additional info is available.

Event description:
The complainant reported that the rotator broke during a ventriculogram procedure. Two events occurred with no data to distinguish them individually. No harm or injury was reported.